Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up emdr will be submitted when additional information becomes available.

Event description:
It was reported that the touch was not responsive and therefore the cardiohelp was exchanged. The failure occurred during treatment. No harm to the patient was reported. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the touch screen was not responsive and therefore the cardiohelp was exchanged. The failure occurred during treatment. A getinge service technician (fst) was sent for investigation and repair on 2022-06-17/21. The cardiohelp user interface hardware update kit was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The failure "touch panel is not responding" has been investigated in a similar complaint and actions have been implemented to avoid the reoccurrence of the issue. The touch panel foil (material#70505.3579_rev.02) which was used formerly showed an increased rate of connection problems. As a solution for that a new touch panel was implemented and is built in cardiohelp units since september, 2019. The product in question was produced on 2018-04-03. In regards to the replacement of this part a service bulletin (issue 82 / 2019-09-25) was provided to the sales and service units. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further, according to the instruction for use the touch screen has to be checked before use. Thus the risk for harm of any person is remote. Based on the results the reported failure "touch not responding, ch exchanged" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID #(B)(4).